Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40-50 mg/dl. Bg cause was not known. Customer was going to consume carbohydrates and sugar to address bg. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.